Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/14/2013 with the following results: no defect was found. The pump powered on and the display is clear and legible.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. Battery was changed, but it did not improve the display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.